Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she needed assistance with programming the replacement insulin pump. Customer's blood glucose was 84 mg/dl. In a later call, the customer reported that she believed that the pump was programmed in error. Customer was getting very high readings and doesn't see any drops when disconnected from the quick release. Customer's blood glucose was 426 mg/dl. Customer treated with the pump and had symptoms of high blood glucose such as irritability. Customer ran a manual prime and stated that the insulin did exit the tubing. Customer declined to run a high pressure test at this time as she just changed out the set. Customer clarified that the insulin was clear and not expired. Customer was advised to monitor her blood glucose and the pump.